Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced high blood glucose of 27 mmol/l. Customer was treated with insulin pump. Customer had been using insulin pump within 48 hours of reported event. Customer stated that automode was not active during the event. Insulin pump will not be returned for analysis.